Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to try different button-pressing techniques and charging steps, then was placed on multiple daily injections as backup therapy while pump was replaced under warranty, was instructed to put problematic pump into storage mode and return it using a prepaid label, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer acknowledged and understood.